Event description:
It was reported that the right ventricular (rv) lead had variable thresholds and some intermittent oversensing due to noise. The rv lead was explanted and replaced. The right atrial (ra) lead had high capture thesholds due to apparent lead insulation failure, apparent damage due to subclavian crush, low pacing impedance, oversensing noise. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a proximal portion of the lead was received measuring 18.5 cm. A medial portion of the lead was received measuring 18.5 cm. Analysis revealed that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID p1501dr implanted: 2006-(B)(6); (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had variable thresholds and some intermittent oversensing due to noise. The rv lead was explanted and replaced. The right atrial (ra) lead had high capture thresholds due to apparent lead insulation failure, apparent damage due to subclavian crush, low pacing impedance, oversensing noise. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.